Event description:
It was reported that during the implant procedure when positioning the lead it was noticed that the insulation had a slit in it. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): outer insulation breached cut, there was blood/body fluid on the proximal conductor (not obstructed), there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant; full lead returned and analyzed.